Manufacturer narrative:
The sample was received with the spike port broken off and found loose inside the zip lock bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An unaided eye visual inspection was performed and noted the broken off spike port. Functional testing was performed by filling the bag with water. During functional testing, the sample was plugged, and a leak was noted. The reported problem was confirmed. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A 250ml exactamix eva tpn bag was returned for evaluation with a spike port that had been broken off. The spike port was found loose inside of the plastic bag in which the device was returned. There was no patient involvement. No additional information is available.